Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The basic evaluation began (B)(6) 2022. It was reported that the patient said they were in the hospital yesterday and not feeling well. Additional information was received from the patient. They reported that they were not feeling well at all today.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.